Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, and customer was instructed to continue using pump and call back if malfunction recurs. No additional information was communicated regarding the outcome of the event.